Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as the use of excessive force or off-axis loading.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(4) 2025, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor experienced an issue during a labral repair procedure on (B)(6) 2025. The fiberlink suture broke while shuttling the suture through the anchor. The anchor was removed from the patient, and the procedure was completed using a replacement ar-3636 knotless 1.8 fibertak soft anchor. No patient harm was reported. Additional information was received on 12-dec-2025: the initial anchor did not function as intended; however, the case was not significantly delayed, as a new anchor was placed and functioned properly. No additional anesthesia was administered to the patient.